Event description:
This supplemental report is being filed to provide additional information regarding product explant. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. There was also some undersensing. Technical services suspects an integrity issue and recommended an x-ray. The system was programmed off and remains implanted. A life vest has been requested. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. There was also some undersensing. Technical services suspects an integrity issue and recommended an x-ray. The system was programmed off and remains implanted. A life vest has been requested. There were no additional adverse patient effects. Later an x-ray was done and the electrode did not look fully inserted. The doctor replaced the system with a transvenous system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. There was also some undersensing. Technical services suspects an integrity issue and recommended an x-ray. The system was programmed off and remains implanted. A life vest has been requested. There were no additional adverse patient effects.